Event description:
Upon setting up machine and priming x2 set of lines, each set of tubing was leaking atthe Y point just below the two primed bags. PT: 4582. DEVICE: 1354, 2588, 2978. Reference Report: CDRH-50054805. This report references tubing set #2.